Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a nav-ring that was not working. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips field service engineer (fse) noted that the front bezel was replaced to resolve the issue. The system meets the specification for the performed service and is returned to use.